Manufacturer narrative:
The hvad is used for treatment not diagnostic. It was reported by the vad coordinator the battery switches to the other power source when connected to the controller. The battery was exchanged with no effect on the patient. Investigation is ongoing. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator the battery switches to the other power source when connected to the controller. The battery was exchanged with no effect on the patient. Investigation is ongoing.

Manufacturer narrative:
A report was received from the clinical database that a patient was admitted to hospital on (B)(6) 2016 with shortness of breath, fatigue and dizziness. Laboratory findings and assessment of the patient revealed fluid overload and he was diagnosed with acute on chronic heart failure.  He was diuresed and his vad speed was adjusted to 2960rpm.  He was noted to have a subtherapeutic international normalized ratio (inr) and was bridged with heparin.  The site further reported that the patient had not received any shocks from his implantable cardioverter defibrillator (ICD). A preliminary review of the controller log files by the site revealed no alarms and that the pump was functioning appropriately.  He was discharged home on (B)(6) 2016. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. However, clinical factors that may have contributed include the patient's worsening condition. In addition, as stated in the IFU, patients who receive vads may develop severe refractory heart failure. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
An initial/final report was sent for this record. However a final report was sent in error with this MFR number 3007042319-2016-00057 (B)(4). Please disregard the final record. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.